Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided picture did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after four hours of use with a prismaflex m set, the pipeline broke. There was no report of patient injury or medical intervention associated with this event. No additional information is available